Manufacturer narrative:
Insulin pump received cracked and bleeding lcd glass. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump fell on the floor. It was reported that there was no physical damage and drive support cap was not damaged. Customer's blood glucose was not reported.